Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. (B)(4) 2011. (B)(4) (other): since the device was not returned, the production history and sterilization records were reviewed. (B)(4) (other): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Event description:
This lead was explanted because of an infection.

Event description:
This lead was explanted because of an infection.